Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# 06-3600, lot # 53837, description: c-taper cocr lfit head 36mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "the pt had infection in hip. Femoral head and liner exchanged with new. Debridement."